Event description:
It was reported that multiple insulin cartridges leaked at the connector interface, with one instance of leakage past the top rubber stopper, and the user initially assembled the cartridge to the connector outside of the pump; the device also overheated and was replaced, and the user was advised to insert the cartridge into the pump first and then attach the connector. Symptoms included feeling unwell and overheated. Outcomes included hyperglycemia up to 378 mg/dl for approximately six hours, managed with subcutaneous insulin injections at home without medical intervention. Investigation included user interview and use-pattern review. Investigation of this case revealed user assembly outside the pump as a likely contributor to leakage at the cartridge-connector junction, with separate device overheating prompting replacement. It was concluded, based on previously established findings for similar reports, that use-related factors during connection outside the pump were the probable cause of the leakage, while the overheating was addressed through device replacement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.